Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead was reprogrammed and remains in use. Two months later the lead exhibited high impedance. The lead was reprogrammed again and remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.